Event description:
Patient was brought to the or for exploratory laparotomy status post liver transplant. Upon deployment of 60mm ta stapler blue load (ref: (B)(4)), it was noted that device had misfired. Stapler was inactive and did not dislodge. No harm was done to the patient.